Event description:
On (B)(6) 2012, patient underwent surgery and was implanted with prodisc-c in the patients cervical spine for treatment of herniated disc. Postoperatively, the patient returned for a follow-up visit. X-rays taken (date unspecified) revealed migration of the prodisc-c implant anteriorly. Anterior cervical fusion was performed at the affected level using depuy skyline plate and synthes cr spacer following the removal of prodisc-c on (B)(6) 2012. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record was conducted. Lot # 6870159 (assembly (B)(4)), the following documents were reviewed: DHR release check lists, packing process sheet, and packaging label log. Review of the process sheet (B)(4) shows that the sterile pack testing was within specification, (B)(4) shows that the secondary packaging was within specification. The DHR release check lists do not show any non-conformity. Review of lot # 6870159 shows that the parts were processed within specification. A screening notice was generated on (B)(4) 2012 for one part that had a damaged package. The part was scrapped and removed from the system. This condition is not relevant to the complaint because it was not functional to the device. (B)(4).

Event description:
Patient was implanted with prodisc c on an (B)(6) 2012. Patient was returned to the or on (B)(6) 2012 for removal of hardware. It was reported that the prodisc c became dislodged. The prodisc c protruded approximately fifty percent or about 6mm beyond the anterior margin of the intervertebral space. Patient was revised to cr spacer and skyline plate.

Manufacturer narrative:
Device used for treatment and not diagnosis. The current design of the prodisc-c implant, the endplate keel in particular, is sufficient to prevent implant migration even under shear loading in excess of those routinely seen in the cervical spine. The cause for migration in this case is not known, but likely causes for implant migration include improper surgical technique and or patient selection. These topics are covered thoroughly by product inserts, surgical technique guide, and mandatory surgeon training. This risk is captured in the implant risk analysis and is still adequately assessed. The migration in this case is deemed indeterminate from a design standpoint. As a result, no further action regarding the design, risk analysis, or user instructions training is warranted at this time.

Manufacturer narrative:
Additional narrative:without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.(B)(4): placeholder.